Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. The implantable cardioverter defibrillator could not be interrogated via radio frequency telemetry. A software upgrade was performed to restore telemetry. The patient was discharged.